Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds as a result of twiddlers syndrome. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported. This lead is not expected for return.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.